Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause was attributed to damage or deterioration of parts, leakage, or some form of physical stress. The most probable cause of this complaint has been identified as an expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
During the device evaluation of the videoscope, a chip was identified on the objective lens. There was no patient involvement.